Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an implant procedure the lead was damaged on electrodes 0 and the physician attempted to place the lead through the introducer and the lead hit resistance and curled up. The physician advanced the lead introducer, but the lead continued to experience resistance upon placement. The physician explanted the damaged lead and implanted a new one on the contralateral side to resolve the issue. When the lead was removed, the physician noticed that blood was inside the poly sheath between electrodes 0 and no patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product analysis of the lead (va1ttgg) revealed no significant anomaly. Analysis identified that the {x} electrode at the distal end of the lead is bent; however, electrical testing of the lead segments determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.